Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector on a printed circuit board assembly is loose. Pcmcia (personal computer memory card international association) eject button on the mpu (microprocessor unit) printed circuit board assembly is broken. Tab on the power cord bay door is broken. System fan is noisy. Floppy disk drive is unable to read disk. Stylus is not working. (B)(4).